Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent incisional ventral hernia repair surgery and small bowel obstruction on (B)(6) 2015 during which the surgeon noted the recurrent hernia was located at the inferior portion of the mesh and there were two single adhesive bands that were lysed. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted that he lysed the adherent omentum and bowel. It was reported that the patient experienced severe pain, nausea, vomiting, discomfort, diarrhea, chills and loss of appetite. No additional information is provided.